Event description:
It was reported that the device recorded a lot of noise on the pacing lead and that the pacing lead impedance was above 3000 ohms and out of range. The device-lead connection was revised and the lead impedance measurements returned to the normal range. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.